Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "patient had hip fracture surgery on (B)(6) 2020. On (B)(6) 2020, the doctor informed me that the head was dislocated from the trunnion of the stem. The doctor performed hip revision, removed the initial head from the patient, and implanted another head and bipolar head." Spoke to rep: the head and bipolar component were revised but there are no allegations against the revised bipolar component. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
As reported: "patient had hip fracture surgery on (B)(6) 2020. On (B)(6) 2020, the doctor informed me that the head was dislocated from the trunnion of the stem. The doctor performed hip revision, removed the initial head from the patient, and implanted another head and bipolar head." Spoke to rep: the head and bipolar component were revised but there are no allegations against the revised bipolar component. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Additional manufacturer narrative: reported event. An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicates that explantation damage was observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Material analysis is not performed as disassociation is not related to material integrity issue. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicates that explantation damage was observed. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Material analysis is not performed as disassociation is not related to material integrity issue. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.